Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to verify the alarms in the iabp¿s diagnostic error log ("internal leak balloon failed in inflation." - "fill fail - iab disconnect," "iab disconnected"). The stm performed all leak test, which passed. The stm connected a test balloon and catheter, tested with system trainer and no faults were found. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that while in use in a patient, an internal intra-aortic balloon (iab) failure occurred on the cardiosave intra-aortic balloon pump (iabp). The customer switched to another cardiosave iabp to continue therapy. There was no harm or injury to patient and no adverse event reported.